Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was deployed according to the instructions for use (IFU) without issue. Upon undoing the lock line cap and removing the grommet and plastic line coverings it was noted that the end of one of the lock lines had a pre-formed knot. It was also noted by several people that the knot was already formed when the lock lines were exposed and this was not a result of user error. The lock line was not interfered with or cut to establish removal. Two clips were successfully placed, reducing mr to grade 1+.

Manufacturer narrative:
The returned device analysis confirmed the reported knot on the lock line (material deformation). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the lock line knot (material deformation) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was deployed according to the instructions for use (IFU) without issue. Upon undoing the lock line cap and removing the grommet and plastic line coverings it was noted that the end of one of the lock lines had a pre-formed knot. It was also noted by several people that the knot was already formed when the lock lines were exposed and this was not a result of user error. The lock line was not interfered with or cut to establish removal. Two clips were successfully placed, reducing mr to grade 1+.